Event description:
It was reported that the patient presented for the unrelated procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited dropped of r wave amplitude from 6.8mv to 2.8mv. Upon removal of the rv lead, the white plastic was found near to the tip of the lead. The lead was replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of r-wave amp variation and ¿lead looked like it had white plastic near tip of lead" were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.